Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device error code displayed. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. In evaluation it is find that the device is displaying "there may be a problem with your humidifier. Therapy will run without humidification". Device log has 1 e100 then many e101 - err_humid_no_heat and err_humid_max_temp. This gives the indication the humidifier plate tco opened due to being heated to a temp exceeding the tco melting point. Sw version v1.0.1.3491. Opened up device and clear signs of water damage to pca components. E100, 101, 250 noted in memory. The device forwarded to philips product investigations lab, failure mode confirmed and unit subsequently. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.